Event description:
It was reported that during an unknown procedure, the connector to the pen would not cut, blend, or coag. The r/f on keeps blinking red and a loud beep keeps playing. Procedure was unable to be completed no additional information available. (B)(4).

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 04/oct/2023 under work order (B)(4) and sold on 12/oct/2023 as part of a lp-10-120 system. Manufacturing record review: DHR-337926 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on the attached repair paperwork this unit was received at csi on 07/mar/2024. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.